Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was ¿going empty too fast¿. Contact did not recall any alarms. As contact did not have the pump at the time of the report, tandem technical support (cts) was unable to determine a possible cause of the event. Although multiple attempts were made by cts to obtain additional information, contact did not reply. Blood glucose was 420 mg/dl.